Event description:
It was reported that when using the bd pyxis¿ es server domain users were unable to log in to any station when the network cable was connected, with the system hanging indefinitely, while local users could log in successfully. When the network was disconnected, domain users were able to log in. The domain issue reported by hospital information technology (it) was resolved, and active directory (ad) synchronized errors were no longer observed, however, the issue persisted on the stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) connected to the server and verified that iis applications, becton dickinson (bd) services, .net services, extract transform load (etl) services. The carefusion coordination engine (cce) was all functioning normally. The bd es device monitor service requiring a restart. The pes certificate was confirmed valid, and connectivity to all 9 stations was verified. The tss then checked the affected station, confirmed required services were running, and reviewed logs, which showed no clear errors. Stations were accessible only when the network cable was disconnected. It was determined that the issue started after a recent infrastructure change in the customer¿s environment. This was subsequently resolved by the information technology (it) team. The tss proceeded with case closure. The system functioned as intended after technical support specialist investigated the device.